Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d8, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e433 has been observed due to a faulty hvps board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had error code e-433. The issue was found during inspection for use. There were no reports of patient harm.